Event description:
Pump administered insulin based off a dexcom g7 reading which resulted in me having a low blood sugar and emt coming to my house. Two week later dexcom g7 heavily inaccurate to the point where it was giving me false lows and highs. Can't believe this product is on the market like this at this time. The g6 was a lot better sensor.